Manufacturer narrative:
The devices, used for treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms it was reported that a screw fracture was noted in a post-operative radiograph. Upon removal, it was noted that 3 screws were fractured and were also removed. The submitted x-ray confirms the broken 3 screws but the images do not indicate a reason for the screw breakages. No other medical / clinical documentation was provided and it is noted the implants were discarded. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event additional medical / clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include device overload or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a screw fracture was noted in a post-operative radiograph. Upon removal, it was noted that 3 screws were fractured and were also removed.